Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to pacing impedance above 3000. Sensing values >20. Thresholds approximately 3v. No apparent noise and other values within range.